Event description:
It has been reported to philips that the system did not start. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. The fse performed troubleshooting on the system and found that the pc's bios (built in operating software) did not recognize the hard drive. The fse replaced the hard drive and did backup with a complete image of the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.